Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) is experiencing an unpleasant pulsing of her stimulation. The issue is described as an abrupt cessation in therapy for several minutes followed by a surge of stimulation which tends to become uncomfortable. A diagnostic test revealed high impedance measurements for one of the patient's two peripheral leads (off-label). An x-ray was recommended for further interrogation.